Event description:
Legal counsel for patient reported that the patient had an initial left hip arthroplasty on (B)(6) 2006. Patient medical records provided indicate that a revision procedure was performed on (B)(6) 2014 due to metallosis and partial disruption of abductor mechanism. During the revision procedure, a small effusion and capsular staining were noted. The modular head and taper insert were removed and replaced with an active articulation acetabular liner and modular head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.